Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-16187. It was reported that the patient presented for a generator change out procedure. It was noted that the implantable cardioverter defibrillator reached end of life (eol) and was unable to be interrogated. Premature battery depletion was suspected. Review of records indicated that the previous successful interrogation was in 2018. It was also noted that the atrial lead has not worked shortly post implant. The stylet was attempted to be advanced, but the atrial lead was unable to be repositioned or removed. An x-ray was performed, and dislodgement of right atrial lead was confirmed. The lead was capped on (B)(6) 2019 and a new lead was implanted. The implantable cardioverter defibrillator was also explanted and replaced without any complications. The patient was stable post procedure.

Manufacturer narrative:
Failure to interrogate and premature battery depletion were confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.